Event description:
Home health nurse reports pt's pump [serial and expiration date: unknown) was displaying error: empty lithium battery call provider. Pharmacy to replace pump and send a return box for pump associated with event unknown if pt missed a dose or had any interruption to therapy. No reported adverse effects. Unknown if provider is aware. No further info. Reported to (B)(6) by: health professional.